Event description:
It was reported that partial deployment and elongation occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The lesion was predilated with atherectomy and a 5mm balloon. Then a 5 x 200 x 130 innova vascular stent was selected for treatment. During the procedure, the stent was delivered over a .014 thruway guidewire in a contralateral approach. The stent was halfway deployed when it got stuck on the thruway guidewire, and the thumbwheel and pull handle locked up. The delivery system was pulled back, which led to the stent deploying, but it also elongated approximately 4 centimeters. The stuck wire was removed with the delivery system after successful deployment. There were no patient complications as a result of the event.

Manufacturer narrative:
B1: updated with product problem: device evaluated by MFR.: the innova was returned for analysis. A visual inspection found the device loaded on to the customers 0.014" guidewire. As per the IFU, this device is compatible with a 0.035 in (0.89 mm) stiff-bodied guidewire. During the product analysis the investigator was unable to remove the guidewire from the device due to kinking to the sheath of the device. The device was received with the stent fully deployed from the delivery system. The deployed stent was not returned for analysis. A visual examination found the sheath of the device to be kinked at more than one location. A visual and tactile examination identified no issues with the tip of the device. A visual examination found the rack of the device to have been snapped off of the handle. No other issue were noted. This concludes the product analysis.

Event description:
It was reported that partial deployment and elongation occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. The lesion was predilated with atherectomy and a 5mm balloon. Then a 5 x 200 x 130 innova vascular stent was selected for treatment. During the procedure, the stent was delivered over a .014 thruway guidewire in a contralateral approach. The stent was halfway deployed when it got stuck on the thruway guidewire, and the thumbwheel and pull handle locked up. The delivery system was pulled back, which led to the stent deploying, but it also elongated approximately 4 centimeters. The stuck wire was removed with the delivery system after successful deployment. There were no patient complications as a result of the event.